Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). As a result of evaluation by (B)(4), the angulation of the bending section was stuck in the up direction. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared two minutes after the start of a therapeutic procedure for a kidney stones using the subject device with an unspecified access sheath. At the same time, the user facility observed that the bending function of the device did not respond to the angulation control knob. The user facility withdrew the device from the patient through the access sheath. The procedure was canceled. There was no patient injury associated with this report.

Manufacturer narrative:
As a result of additional evaluation by olympus europa k.g (oekg), the following failures that might be caused by incorrect handling of the user facility were confirmed. An air leakage of the instrument channel. A clack and an air leakage of the video connector. A corrosion inside the control section. A corrosion inside the insertion section. A disturbed endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.